Event description:
A report of a lead revision due to inadequate stimulation was received. During revision surgery, it was determined that one of the contacts on the pt's paddle lead was not working. One of the tails of the paddle lead backed out of the header. The physician cleaned off the contact and put it back in the lead. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.